Event description:
Biomedical reports one flo-gard 6201 volumetric infusion pump in which "50 ml bag of magnesium sulfate to be given over 3 hrs, secondary line set for 16 ml per hr. Emptied too soon." No injury is reported.